Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited unexpected battery depletion. The right ventricular (rv) lead also exhibited high thresholds, microdislodgement was suspected. The ipg was removed and replaced and the rv lead was capped and replaced. No patient complications have been reported as a result of this event.